Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported that the cuff on the portex bivona inner cannula leaked. No documented patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An 8.0mm adult tts¿ tracheostomy tube was received for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities or issues during manufacturing. Visual inspection, performed with the unaided eye, observed that the cuff of the device had a cut/rupture that measured 5mm in length. Closer inspection with a dino-lite (digital microscope) revealed several small cuts near the 5mm rupture in the cuff. The cuts were found to be consistent with the device coming into contact with a sharp object and causing a weak spot which resulted in the cuff rupture; however, investigation could not definitively find the root cause of the cuts or rupture. (B)(4).